Event description:
Report from (B)(6) stating the device would not rotate/swivel. If the device was not used in surgery. It is unk if injuries or medical intervention were reported. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cannot rotate/swivel" was confirmed. During the pre-repair assessment, the swivel on the locking mechanism was gritty. If add'l info becomes available, a supplemental report will be sent. (B)(4).